Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose and insulin flow block. Customer blood glucose level was 518 mg/dl. Customer stated that at the at the time of incident blood glucose was 327 mg/dl. Customer received insulin flow blocked and upon removing the site found the cannula was bent. Customer stated that the insulin flow blocked unable to troubleshoot. Customer was neither in the emergency room, nor admitted into hospital as a result of high blood glucose. It was unknown that if the insulin pump was in auto mode at the time of the incident. The insulin pump will not be returned for analysis.